Event description:
It was reported that the surgeon revised a kinematx implant with an index screw and poly component. The surgeon detected radiolucency around the 2nd metacarpal screw on post-op xray and the patient felt pain when palpating the hand. The surgeon removed the 2nd metarcarpal screw and did not replace it as the carpal plate was solodly affixed. He exchanged the poly during the surgery.